Event description:
Hcp reported that the pt had redness and an erosion of the device pocket. "The device was apparently too large for this thin person and the pocket opened up." Pt received antibiotics one week before surgery. A smaller device was implanted. On a follow up visit to pt's hcp on 2001, pt was reported to be fine with no infection present and pt experienced no drug withdrawal. Their risk factor before implantation of the device was being extremely thin.